Event description:
A customer reported that three knives did not cut properly during separate surgeries. Alternate knives had to be obtained to complete the procedures. There was no impact to any pt. This is the second of two reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).